Manufacturer narrative:
One decontaminated sample with lot number 709715464x was received for evaluation. After performing visual inspection, it was observed that the tubing was collapsed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The sample received shows the collapsed tubing which has been replicated when the tubing is misaligned in the machine during sealing. The procedure has been updated to reflect a new process which uses a guiding fixture to ensure accurate alignment. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/18/2017.

Event description:
The customer reported that the ng tube was flat and closed in 2 locations and could not pass fluids through. No patient injury.